Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1517402) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On 8/24/2015, cardinal health received a copy of a medwatch report (B)(4), which was sent to the FDA by the user facility. The following information was reported: mynxgrip vascular closure device was used at the conclusion of an angiogram. Once the device was deployed and removed, the chemical bonding piece of the device floated to the surface of the incision. Another one was not used and instead manual pressure was applied for the appropriate amount of time. Date of event: (B)(6) 2015 date of report: 8/11/2015. Original intended procedure: not known device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).